Event description:
One pt with discrepant potassium results. Initial result 5.4 meg/l, repeat 4.6 meg/l. Initial result was not reported. Field svc rep was unable to determine root cause, but noted he replaced pcb ise preamplifier and ise tubing. Performance tests were performed.